Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, while using the 5 different reloads to cut tissue, staple stopped in the middle of fire. Another device was used to complete the case. There was no patient injury.